Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to lead migration. Diagnostics revealed high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedances was confirmed. The reported event of lead migration cannot be tested in the lab. As received, continuity testing showed an electrical open was found on the returned lead channel 3. The cause of the event is consistent with damage during use.